Event description:
Event description guidant received information that the patient with this pacemaker was symptomatic. The device is on an advisory. The doctor elected to explant and replace the pacemaker. The patient is well and the device has been returned for analysis.